Event description:
A report was received that the patient was experiencing headache. The physician could not confirm what caused the headache. Upon checking the ipg and lead sites, the physician noticed it was oozing with fluid, it was red and warm to touch. The physician tried to get a fluid out and confirmed that there was an infection at both sites. The physician believed that the infection was due to the reaction of the patient's body towards the device that was implanted. The patient was prescribed antibiotics and the incision site was drained. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Other number field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2158-70 serial #: (B)(4) description: linear lead with enhanced stylet, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.